Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump. Reportedly, the customer was able to charge the pump after inserting charging cable into usb port. There was no adverse impact to customer's blood glucose level.